Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "revision surgery done on a right total knee. The revision was done for instability. No other information is available." A cr femoral component and cs insert were explanted and replaced with a ps femoral component with ts insert, femoral augment, and femoral fixation peg. Spoke to rep: rep confirmed that there are no allegations of issues arising from bone cuts made in the primary mako procedure. Rep also confirmed there were no additional intra-operative observations. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
As reported: "revision surgery done on a right total knee. The revision was done for instability. No other information is available." A cr femoral component and cs insert were explanted and replaced with a ps femoral component with ts insert, femoral augment, and femoral fixation peg. Spoke to rep: rep confirmed that there are no allegations of issues arising from bone cuts made in the primary mako procedure. Rep also confirmed there were no additional intra-operative observations. Rep confirmed that no further information will be released by the hospital or surgeon.